Event description:
A malfunction alarm was reported with no notable events occurring prior to it. There was no reported adverse impact to the customer¿s blood glucose level. Customer service provided information on resetting the pump, and the customer successfully performed a reset. The malfunction code did not recur, and the customer was instructed to continue using the pump and to contact support if the issue arose again.